Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer's reported "failed accuracy -10.55%" problem was verified. During investigation accuracy was tested and the results were -7.75% and -8.56%, and both were well outside the internal production spec of +/-3.0% and outside the published commercial spec of +/-6.0%. According to the investigation the pump expulsor was out of calibration which caused the reported problem. The pump explulsor will be replaced to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd legacy pump "failed accuracy by -10.55%". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.